Event description:
The pt reported that at least once every couple of weeks for the past 6 months she has been experiencing the infusion set tubing separating from the luer lock. She did not report any physiological affects associated with these events. No medical attention was required. The product was requested to be sent back for evaluation.

Manufacturer narrative:
Issue described to agency in recall.